Event description:
The customer reported that the system intermittently would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane and general purpose operating system were replaced. The backplane fuses were reseated and the system software was reloaded. The system was then found to be operating as intended.